Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis . Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was reported that the customer received excessive no delivery alarms. Advised to discontinue use of the insulin pump. No additional information was provided.